Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that an integrity bare metal stent, which was implanted, restenosed. Approx 17 months post implant, a second procedure was then carried out on because the integrity stent restenosed or "collapsed". A non-medtronic stent was implanted inside of the integrity stent to open up the stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.